Manufacturer narrative:
(B)(4).

Event description:
Additional information received from health care provider reported that the dbs (deep brain stimulator) was turned off in rehab for electrocardiogram secondary to atrial fibrillation and there was no troubleshooting performed related to the loss of therapeutic effect. It was indicated that the patients loss of therapeutic effect had been resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional which indicated that no troubleshooting was performed for the loss of therapeutic effect, it was unclear. The patient may have had an infection that led to exacerbation of symptoms. It was unknown if the patient's loss of therapeutic effect had been resolved. The patient was currently in rehab.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v337831, implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# v337831, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type :extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
A consumer reported the patient had a sudden return of symptoms daily. In the last three days, the patient had fallen softly and bumped into things. The patient was not able to pull themselves out of the bathtub, they could not open their eyes much, and they had poor mobility. The patient was up at night and walked into things and knocked them over. Protandum was prescribed and that was helping with the patient's falls. The stimulation issue was not related positional movement. The reporter stated botox was not working anymore for the patient. The patient could not open their eyes as much anymore and they believed botox was the cause. The patient had a left ear infection and they had lost hearing. The patient thought they could only hear about 60 percent in their left ear. The patient's health care professional (hcp) sent them to the wrong specialist so they were waiting for a referral. The patient's indication for use is parkinson's dual and movement disorders. The patient had an appointment with their hcp scheduled for (B)(6) 2015.